Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-01314. It was reported that the patient's lead had migrated. As a result, a surgical intervention occurred on (B)(6) 2021 wherein the lead was repositioned and anchored down. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.